Event description:
Patient reported "Swelling", "Local temperature increase", "pain" and "discomfort". Later patient's representative reported "intense and persistent pain", "significant discomfort", "episodes of swelling in the breast region", "increased local temperature", "pain prevents from moving and raising arms" and "seroma". This record is for the right side. Device remains implanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of SEROMA is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: SEROMA.